Manufacturer narrative:
(B)(4). The unit was evaluated by philips and the failure was verified. Replacement of the battery resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that this battery had a slow charging time and only charged 3 times before reporting "low battery." There was no report of pt involvement.